Event description:
Customer reported a low blood glucose event. The blood glucose reading at the time of the event was 90 mg/dl. Customer treated a low blood glucose of 60 mg/dl with glucose pills and went back to sleep. Customer stated that he felt like he had hives. Customer passed out and hit his chin on bathroom counter. The paramedics were called and treated with glucose. Customer notified his physician. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.